Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of faulty screen display was confirmed during product evaluation. The root cause was assigned to a defective main display. The user interface module liquid crystal display was replaced in order to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of faulty screen display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.